Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted successfully. A third clip was placed lateral, and was deployed. After deployment, the third clip opened to approximately 120 degrees. The clip was still stable and both leaflets remained captured. After careful evaluation, the decision was made to leave the clip in place without any additional treatment. Due to the spontaneous opening of the clip, mr increased slightly to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.